Event description:
A pump reset was performed to address a continuous glucose monitoring (cgm) error reported by the customer. There was no reported impact to the customer¿s blood glucose level. Customer initially intended to reset pump independently, but ultimately received assistance from technical support to complete the reset.